Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and his device was removed. A week later, it was reported that the device was specifically removed because of the infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial(B)(4) showed no significant anomalies. Analysis of lead model 39286-65, serial # (B)(4) showed no significant anomalies.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.